Event description:
Complaint stated that the cutter was not cutting during a posterior vitrectomy procedure. Opened another pack and completed the case without problems. Surgery was delayed about a minute as facility changed to another pack. No adverse effect on the pt.